Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). At the time of opcab, when the seal was loaded and pulled out, it was loaded with the seal protruding more than half from the main body, and the seal part protruding to the outside has spread. It was decided that it could not be used properly and they gave up using it. Central anastomosis was performed with another device. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). At the time of opcab, when the seal was loaded and pulled out, it was loaded with the seal protruding more than half from the main body, and the seal part protruding to the outside has spread. It was decided that it could not be used properly and they gave up using it. Central anastomosis was performed with another device. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The lot # 25150169 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.